Manufacturer narrative:
The patient was born on an unspecified date in 1960. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to poor environment or source of water. On the same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) which were discontinued 20 days after event onset. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.